Event description:
The user facility reported that during a unspecified therapeutic vascular procedure, the image was completely lost. The endoscope was allowed to remain inside the patient while the users utilized a similar, but different light source to complete the procedure. There was no patient harm reported.

Manufacturer narrative:
The light source referenced in this report was returned to olympus for investigation. The investigation did not confirm the user facility's report of image loss. The unit was subject to extended testing, and found to operate appropriately, however, a plastic ring around the light guide connector was found misaligned, and there was a deep dent on the right rear top cover. Additionally, there was evidence of physical impact to the left side of the device. The cause of the user's experience cannot be conclusively determined. This report is being filed as a medical device report in an abundance of caution.